Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned found that the device was partially deployed as the thumb advancement and sheath spitting were incomplete; however, there were no abnormal observations that could prevent the thumb advancer from being fully deployed to complete sheath splitting. The flex-guide and tubeset were intact. The locator wings were open but intact, consistent with post-procedure manipulation. During testing, the device was cleaned, re-assembled, and re-deployed successfully. There was no resistance encountered while re-deploying the device; therefore, the reported experience could not be confirmed. Based on the investigation findings, the device was fully functional as designed and a root cause related to the device could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed. It was not specified how the device was removed, but the locator wings remained deployed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.